Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 13 days after the dental implant was installed in intraoral region 26#, its non- osseointegration was observed. Moreover, 60n.cm of primary stability was achieved, the patient presented bone type ii.